Event description:
Amo became aware of a patient reportedly diagnosed with acanthamoeba keratitis while using complete multipurpose solution. Information regarding this event was found in an online news article. The exact name of the solution was not specified, however, because the diagnosis was reportedly made in 2009, it is assumed that the product used in the event is complete multi-purpose easy rub formulation. We are attempting to obtain further information regarding the patient, the event, the device used at the time of event, and attending physician information to confirm this report. This report is to capture one of two unidentified patients, and is related to mdrs 2020664-2009-00038 and 2020664-2009-00039.

Manufacturer narrative:
Lot number of solution used by patient is unknown, and the manufacturer does not have any patient information that would allow us to further our investigation. It is unknown if the device failed to meet specifications, as we have not received the complaint sample for analysis, nor have we received an identifying lot number to perform product investigation. The relationship, if any, of the device to the reported incident/ adverse event is unknown. The publication received reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have not been able to determine the relationship. Root cause has not been established. Additional information has been requested, however, there has not been any response to date.